Event description:
Information was received from a healthcare provider via manufacture representative regarding patient receiving morphine (1 mg/ml at 0.75 mg/24 hour) via implantable pump it was reported that the patient had soreness and redness at the pump pocket site. The patient went to the hospital because not feeling well. The patient status at the time of this report was alive with no injury. The patient¿s weight and medical history was asked but unknown. The environmental/external/patient factors were unknown. The surgeon notices that the surgical site appeared to be infected. Upon opening the pocket, it was filled with infection. The pump and catheter were promptly removed, and site cleaned. The pump and catheter were explanted on (B)(6) 2022, they are discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.